Manufacturer narrative:
System analysis/service repair on march 14, 2017: the reported issue: footswitch not responding was confirmed and it was determined to be the result of corrosion on laser console connection and o-ring on footswitch connector. The laser console connection was cleaned and the o-ring was replaced. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
Laser console power settings were 15 watts continuous, total power 31.

Event description:
It was reported that during a bronchoscopy ktp tracheal stenosis procedure "footswitch was sticking and not responding. The tech removed the fiber then inspected footswitch. The fiber was then tested on a tongue depressor outside the patient. When the fiber was re-inserted and footswitch was pressed, a fire started in the airway in the patient's throat". "Immediately, the physician removed his foot from the laser activation footswitch and the fire immediately ceased." After this incident, the physician stated they performed enough of what they were attempting to do with the procedure. Patient outcome: the female patient had no first, second or third degree burns. There was no serious injury and patient is okay. Reportedly, the patient had a bronchoscopy performed post procedure and was kept in the hospital overnight for observation. The patient was released with no further treatments required.